Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm was noted and no delivery anomaly was noted during testing. The pump functioned properly. The motor was tested outside the device and it passed. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 500 mg/dl at the time of incident. Troubleshooting found that the customer was hospitalized and the pump had multiple alarms in the pump history. No further details given.